Manufacturer narrative:
.

Event description:
The hcp reported, the pt came into the clinic complaining of no stimulation. The MFR rep interrogated the device and found the device in por (power on reset) status. The pt stated he was driving his truck during an electrical storm when he felt electricity go through his body. The pt suspected lightening hit the truck. When the pt got home he turned off his device and went to bed. The next day the pt noticed a return of symptoms. The MFR rep reprogrammed the device and everything worked fine. The tremors subsided and the pt felt fine.